Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention where her lead was repositioned. Further investigation revealed the patient's lead had migrated out to the epidural space. It was noted during the procedure the physician used the same lead. However, new butterfly anchors were added.